Manufacturer narrative:
The lens was returned in the lens case. Solution was observed on the lens. One haptic is broken in the distal area. The broken haptic portion was not returned. Based on information in the file, the root cause was most likely unrelated to the lens. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
There has been one other complaint in the lot-unrelated. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product has not been returned to the manufacturing site. Based on the results from the product and batch history record, the product met release criteria. Information was provided that an intra operative, complication happened, posterior capsule rent due to surgical factor. The surgeon decided to implant company lens in anterior chamber, however, after implantation, vitreous loss, suspect caused by initial posterior capsule rent. Surgeon decided to explant the company lens and leave the patient aphakic. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, during intraocular lens (iol) implantation, complication happened, posterior capsule rent due to surgical factor. Doctor decided to implant lens in anterior chamber, however, after implantation, vitreous loss, suspect caused by initial posterior capsule rent, hence, doctor decided to explant the implanted lens and leave the patient aphakic. Additional information has been requested.